Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was inserted and deployed to 80% where it was very constrained inside the surgical aortic valve (sav). Physicians decided to recapture and remove the valve and delivery catheter system (dcs) in order to perform a pre-implant balloon aortic valvuloplasty (bav) using an 18mm non-medtronic balloon. A new valve and dcs were loaded and implanted successfully following the bav. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.